Event description:
It was reported that guidewire entrapment occurred. During a peripheral intervention procedure, the target lesion was located in a moderately calcified, moderately tortuous, approximately 50% stenosed superficial femoral artery (sfa). Despite the calcified lesion at the sfa, the physician successfully crossed the lesion using this v-18, 200 cm poly tip control wire and performed angioplasty with a 5.0 x 220 mm x 90 cm sterling balloon. Then a 5.0 x 200 mm x 90 cm ranger drug coated balloon was used to treat the popliteal to mid sfa, followed by a 5.0 x 100 mm x 80 cm ranger drug coated balloon to treat the mid to proximal sfa. The 5.0 x 100 mm x 80 cm ranger balloon was inflated to a nominal pressure of 6 atmospheres, and during deflation, the balloon did not deflate completely. The physician attempted for approximately 10 to 15 minutes to deflate the balloon using an encore 26 indeflator device, but this was unsuccessful. Additional attempts were made to retract the balloon near the sheath at the common femoral artery and prick the balloon under ultrasound guidance; however, this was also unsuccessful. The balloon remained partially inflated and could not be withdrawn through the 5f sheath. A surgical cut-down was performed to retrieve the ranger balloon completely and in one piece, along with the v-18, 200 cm poly tip control wire which was noted to be stuck within the ranger device and could not be separated. There were no patient complications as a result of this event.

Manufacturer narrative:
E1: initial reporter first name: (B)(6).